Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post-procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis, and hemiplegia as potential complications associated with use of the device. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2021-00086.

Event description:
It was reported that a fred device was implanted to treat an aneurysm of the m2 segment of the middle cerebral artery. The first stent deployed did not cover the distal part of the aneurysm, so a second fred stent of the same size was deployed, after which the aneurysm disappeared. The procedure was completed successfully, but 7 days after the procedure, the patient experienced hemiparesis. Magnetic resonance angiography revealed occlusion due to stent thrombosis. A thrombectomy was then performed. Cilostazol, tpa (vi), and ozagrel (ia) were administered, the thrombus was suctioned with a reperfusion catheter, and recanalization was achieved. Residual thrombus was noted in the flares on the distal end of the stent, so percutaneous transluminal angioplasty was performed. The patient was reported to have recovered.